Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 is unknown at this time. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the investigation results, the specific root cause of the lamp going in and out could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the sales representative about the reported issue. The rep wanted to know if the lamp was able to be replaced by the customer. Tac advised the rep that the cv-170 will need to be sent in for repair because the bulb will have to be changed by olympus. The rep mentioned opted to call at a later time to initiate a return merchandise authorization. A follow up was made and the rep mentioned that the customer was unsure if the device will be sent in for repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported on behalf of the customer that the video system center lamp goes out and does not light. The event occurred during preparation for use. There was no patient involvement, no harm or user injury reported due to the event.